Event description:
Review of manufacturer's database revealed the patient died eight months after device system implant. The cause of death has been requested and not received. Follow up with the manufacturer's representative revealed that to her knowledge, there were no device related complications contributing to the patient's death.

Event description:
Review of manufacturer's database revealed the patient died eight months after device system implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.